Event description:
The manufacturer received information alleging a trilogy 100 device has been serviced according to the safety notice fsn 2021-05-a_2021-06-a, but now it shows ¿ventilator. The device was not reported to be in patient use. There was no allegation of harm or injury reported. During the evaluation of the device at a third-party service center, an error code related to a permanent failure of the internal li-ion battery was observed. The technician recommended replacing the device's internal battery to address the issue. No further investigation is required at this time. Additionally, the detachable battery cycle count overdue, and the device's pollen filter must be replaced due to periodic maintenance.